Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be submitted in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the avea ventilator does not run on battery power. The customer indicated this occurred during set-up of the ventilator prior to patient use.